Event description:
It was reported that the patient¿s blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod on their back between 49 and 71 hours. The patient stated that they felt the cannula insert but cannot remember if it was properly inserted. The patient also noted the smell of insulin at the pod site. The pod was removed, and treatment was resumed. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.